Event description:
Drug/diluent: unk, fill volume: unk, flow rate: unk, procedure: open rotator cuff repair, right shoulder. Cathplace: shoulder. Pt alleges cartilage damage in right shoulder following placement of an I-flow on-q pain pump, after surgery on (B)(6) 2008.

Manufacturer narrative:
Method: no product was returned for eval and investigation. The lot number was not provided; therefore, the device history records could not be reviewed. Results: the info contained is from legal documents served on I-flow, llc. The complaint was opened, so that a medical device report (MDR) can be filed with the us food and drug administration. No further investigation will be conducted. Conclusion: as this complaint was created from a lawsuit served on I-flow or the threat of a lawsuit, no customer contact can be made at this time due to the pending or threatened litigation." As of 11/9/2006 I-flow updated the on-q pump directions for use (dfu), to include the following in the warnings section: "avoid placing the catheter in joint spaces. Although there is no definitive established causal relationship, some literature has shown a possible association between continuous intra-articular infusions (particularly with bupivacaine) and the subsequent development of chondrolysis." (Dfu 1307011). On 8/8/2007, I-flow has also prepared a technical bulletin entitled "what we know about chondrolysis today". (1303722, rev. E).